Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the products were returned for investigation. Examination of the returned products did not reveal any product defect. The products are functional. Based on the investigation performed no product defect was identified. The root cause of the reported issue could not be determined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the DHR analysis of the batch 5294500/ product code 130760142, shows an initial conformance of these products with regards to the specification. For this batch, there was no deviation or non-conformance. (B)(4) parts were manufactured in july 2017. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the issue was with metaglene and glenoshpere. Metaglene was placed with screws and attempted to put a 42std glenosphere and unable to mate the two components. A second glenosphere was opened and still unable to mate. Metaglene was removed and a new metaglene put in and components were properly mated. Doi: unknown; dor: (B)(6) 2017; unknown shoulder.